Manufacturer narrative:
Patient information was not provided. Product information was not provided. Although the report indicated that the system controller was returned to the manufacturer on 02/05/2015 and a system controller log file was reviewed by the manufacturer, no serial number was provided and a correlation between this event and any received products or the log file review could not be established. The attached user facility medwatch report was received via cdrh. The user facility number was not provided. The maude identifier is (B)(4). The report was filed anonymously and there was no opportunity to obtain additional information. A serial number was not provided; therefore a device history record review could not be performed. A specific cause for the reported system controller pump stoppage event could not be conclusively determined as the device was not received for evaluation. Any correlation between the device and the reported lightheaded event / passing out could not be determined. The manufacturer is closing its file on this event. Placeholder.

Event description:
The information was received from a maude foi report. Patient stated he got up in the morning at 0650 feeling ok. He walked to the restroom without trouble. He was urinating and strained a little, felt lightheaded and passed out. His wife heard the thump, woke up and ran over and found him on the ground. He woke up in 30 seconds per her report. The lvad was alarming at the time. He denied any chest pain or discomfort prior to the event. Lvad controller malfunction, resulted in less than 1 second pump stop. Changed controller, all alarms and parameters are normal after controller changed. Patient reported to the emergency room, CT scan was performed. During that time, log file was obtained and sent to the manufacturer. After the engineers investigated the log file they replied there was low voltage hazard captured accompanied by an lcd fault. Immediately following this at 0653 was a yellow wrench/replace controller alarm until 0731 where it appears that the controller was exchanged. His ICD was not able to be interrogated because of end of life. Physical exam normal. Software 7.23. Diagnosis or reason for use: controller needed to operate and facilitate power to pump. Event abated after use stopped or dose reduced: yes.